Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report a pod "problem", but no specific product issue was cited. Within the first day of activating the pod, high bg's (greater than 250mg/dl) were experienced. No additional information was provided. The pod will be returned for evaluation.